Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device stopped due to over temperature, and the maintenance indicator was rapidly blinking and alarming. There was no report of patient involvement.

Manufacturer narrative:
D1: brand name, d4: catalog # and d4: primary UDI number: correction. H6: codes: updated. Customer reported device stopped due to over temperature. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a mainboard. The mainboard and heater were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.